Event description:
A cartridge alarm 20 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in correctly loading a new cartridge and was able to successfully resume insulin therapy, resolving the issue.